Event description:
Customer reported via phone call that the battery on the insulin pump is lasting less than a week. Customer stated that the battery goes from the half full to suddenly empty and alarming failed battery test. The customer was unable to remove the battery at the time. Blood glucose value is unknown. Customer was advised a battery cap will be sent and to call back if issues persist with new battery and battery cap replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.